Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, there is insufficient evidence to suggest a system malfunction. Although sample integrity may have contributed to this event, an assignable cause cannot be confirmed with the available information. (B)(4). All mdrs associated with this report are: 2122870-2016-00384; 2122870-2016-00385.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for two patients' samples involving the laboratory's access 2 immunoassay system (serial number (B)(4)). This report addresses the results obtained on (B)(6) 2016 for the second patient. MDR 2122870-2016-00384 addresses the results obtained on (B)(6) 2016 for the first patient. The initial access accutni+3 result recovered within the assay's normal reference range. The following day, the patient was redrawn and this sample was analyzed on the same access 2 immunoassay system two times and results were above the assay's normal reference range. The access accutni+3 result were released from the laboratory. The customer reported that there was an injury requiring medical intervention but declined to provide further details. Access accutni+3 calibration was performed on (B)(6) 2016 and met specifications. Quality control (qc) data was not supplied, but the customer stated that qc was not performing within specifications and that qc was not run before or after the event. No hardware errors, flags or other assay issues were reported in conjunction with this event. Information on the sample type was not supplied. The customer allows five (5) to ten (10) minutes for clotting and then the sample is centrifuged at 3000 rpms (revolutions per minute) for 10 to 15 minutes. The customer noted that fibrin clots are sometimes observed after centrifugation.